Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the pt's device was explanted due to infection. It was also reported that the device was "never functional".